Manufacturer narrative:
The customer used a new cartridge of the same lot of total bilirubin (tbil) reagent to resolve the issue.

Event description:
The customer reported obtaining erroneously low patient results for total bilirubin (tbil) involving the au680 clinical chemistry analyzer. The low results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the low results. There was no change to patient treatment in association with this event.

Manufacturer narrative:
Upon further investigation, the customer continued to run patient samples after the calibration failed. This is considered a use error.